Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent interstim ii placement on (B)(4) 2012. Additionally, it was reported that the patient underwent removal of ((B)(6) infected) interstim device on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary leakage, constant urge to urinate, and trouble starting and stopping. Following insertion, the patient experienced leakage, problems with bowel movements, frequent urge to urinate but trouble starting. On an unknown date, the patient had an interstim device implanted. (B)(4).